Event description:
Per complaint (B)(4), during clinical procedure, patient experienced a fracture of bone during implant insertion.

Manufacturer narrative:
Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Manufacturer narrative:
Follow-up submitted to report device evaluation.